Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. A manual insulin injection was administered to address bg.